Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when inserting the lens, it got stuck in the injector. The doctor tried to insert it but it was unsuccessful because one leg was bent and the lens had to be replaced with another lens from stock. Additional information was received, there was no patient contact and no patient harm.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The product was returned for analysis, and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside of the nozzle tip and is advanced under the intraocular lens (iol). The iol is advanced into the mid nozzle area partially exiting the tip and is crushed. The attached photo shows an activated company device. The plunger is advanced outside of the nozzle tip and appears to be advanced under the iol. The iol appears to be advanced at the tip of the nozzle, one haptic appears to be exiting the nozzle tip. We are unable to determine the root cause for the reported complaint lens got stuck with the injector, one leg was bent. Plunger underride was observed. The iol is crushed. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).